Event description:
The patient had a g3 long nail implanted. Post op, a subtrochanteric fracture occurred. The surgeon confirmed this by x-ray. The nail was found to be broken. Therefore, the patient was revised with a g3 long nail on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The returned device matched the report, and the incident was confirmed. A review of the DHR revealed no discrepancies in material or manufacturing. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue fracture due to overload after a time of implantation of approx. 134 weeks, contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill. Due to a notching effect, the misdrill most likely had created the starting point of the implant breakage at the lateral edge of the anterior bridge. Medical background information provided confirmed a missing medial support and suboptimal fracture reduction. Consequently, the nail was not relieved by bone consolidation and had to absorb the complete load application during the implantation period. Increasing and / or permanent load application will inevitably lead to fatigue of material. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to high load application by the patient associated with a nonunion of the bone fracture and intra-operative pre-damage of the device. No nonconformity identified.

Event description:
The patient had a g3 long nail implanted. Post op a subtrochanteric fracture occurred. The surgeon confirmed this by x-ray. The nail was found to be broken. Therefore, the patient was revised with a g3 long nail on (B)(6) 2014.